Manufacturer narrative:
(B)(6). Date of event - publication date of article . Hayoung kim, sang ki lee, kap jung kim, jae hoon ahn, won sik choy, yong in kim, and jea yun koo ¿tibial lengthening using a reamed type intramedullary nail and an ilizarov external fixator¿. International orthopaedics (sicot) (2009) 33:835-841. The complaint device is not expected for return currently, but a supplemental medwatch 3500a will be submitted upon receipt of additional information. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.

Event description:
It was reported in a journal article that one (1) patient who underwent a tibial lengthening procedure utilizing an intramedullary nail and external fixator, complained of lower back pain, however this symptom improved after completing limb lengthening and removing the external fixator frame. No further information is available.